Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, she delivered insulin incorrectly due to the scroll wrap issue. She also stated, she has had some low blood glucose levels on and off for the last month. Customer's current blood glucose is 256 mg/dl. The drive support cap appeared normal. Customer uses proper priming methods. The programming is correct. Customer stated, the reservoir has more insulin than the insulin pump is showing on the screen. The device passed the displacement test. Customer was advised to monitor his blood glucose and speak to his doctor about his lows. Nothing further reported.